Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise. Programming changes were performed to deactivate the rv lead and a life vest was provided to the patient. The patient's condition remained stable.